Manufacturer narrative:
The unknown catheter was returned, and analysis identified a user-related hole in the catheter body; a leak was identified. Patient codes (B)(4) no longer apply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant components include: product ID 8709 serial# (B)(4) implanted: (B)(6) 2005 explanted: product type catheter <(>&<)> product ID neu_unknown_cath serial# unknown implanted: explanted: (B)(6) 2017 product type catheter. Of note, only an unknown catheter was received for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent once analysis is completed.a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider regarding an implantable intrathecal pump intended to deliver dilaudid (2mg/ml at 0.6mg/day), indicated for non-malignant pain and chronic low back pain. It was reported that the patient presented to the office with fluid in her pump pocket. It was stated that this was unrelated to a refill. It was reported that a few days later, the fluid was back, and the healthcare provider believed this could be cerebrospinal fluid (csf). It was stated that the patient was having surgery next wednesday ((B)(6) 2017) to hopefully remedy this issue. Additional information was received on 2017-oct-16. It was reported that the patient was taken into surgery on (B)(6) 2017 , as the fluid building in her pump pocket led her to present to the emergency room (ER). It was reported that the fluid was suspected to be csf from a fractured catheter. The catheter appeared to be fractured at the connector pin site to the spinal segment of the original 8709sc catheter. The healthcare providers added a new 8578 segment and removed any excess fluid. It was reported that the patient had a slight headache, yet was showing no obvious symptoms of a significant csf leak. No further complications were reported. Additional information was received from the manufacturer representative (rep) on (B)(6) 2017. In response to the question "who initially reported the event to the manufacturer (hcp, patient, etc.?)" The rep stated they did, on (B)(6) 2017, and indicated that was the first they had heard of the complication. (Of note, it was also indicated the rep became aware of the issue on (B)(6) 2017) it was reported the patient began to experience swelling on september 22, 2017. The physician thought the patient was experiencing a skin reaction. Regarding the report of fluid in the pump pocket, there was only visual confirmation. Cerebrospinal fluid (csf) was visually observed coming directly from the fractured catheter. The fluid in the pocket was clear. The fluid was sent for a culture, which was negative. The fluid was never specifically tested for csf. It was reported the nurse had indicated that they had not heard anything from the patient since surgery (B)(6) 2017. The patient's weight was provided. The fractured catheter had been removed and replaced, and had already been sent back for analysis. An unknown catheter was received for analysis on october 23, 2017.